Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30301328 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2025-00019 for the second report. It was reported, "patient referred by (B)(6) for radiological gastrotomy on (B)(6)2024 in a patient with a neurological history (following stroke). No immediate complications after gpr on the same day, found on the ground at 10:30pm, over the right barrier. Found flat on his stomach. Said to have pain above right eyebrow. No redness, hematoma, wound or edema. Call to doctor on call: post-fall monitoring: no pain, no hematoma, no edema, no vomiting. Pupils symmetrical and reactive. Clear for the rest of the night. On (B)(6)2024 morning: complains of shoulder g-pain at gpr level addition of acupan through catheter at 10am. At 10:30 a.m., 2 out of 3 fixations had already fallen out. No hematoma, no oozing. Return to (B)(6). Patient's current condition: call from referring physician on (B)(6)2024 as patient presents with abdominal pain with guarding, biological inflammatory syndrome. Prescription for an emergency abdominal CT scan at (B)(6) hospital (chu). At 6 p.m.: a new call from the psh: the CT scan reveals significant pneumoperitoneum. Digestive surgery team notified. Decision to admit the patient urgently to the chu for monitoring and surgical management. Actions taken in the hospital to manage the patient: removal of the gpr and laparotomy of a jejunostomy in the operating theatre, peritoneal cleansing." The product was in use for five days. The patient sustained peritonitis.